Event description:
The external bolster with round "feet" on the bottom depressed on the patient's skin and has caused skin breakdown/pressure ulcers at the peg tube site. The wound care nurse has been advising the clinical staff to put duoderm or some kind of protective dressing between the flange and the patient's skin. This seems to be helping, but it's an extra step that involves education and another supply item.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.